Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during an intraocular lens implant procedure when trying to load the lens, surgeon noticed a scratch in the optical area and it was not intended to be implanted, to prevent refractive result. The procedure was completed with another lens. There was no patient contact and no patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. Iol returned positioned incorrectly in the iol case with one haptic pressed against a lens case post. Solution is dried on the iol. The reported scratch or mark on optic cannot be confirmed due to condition of the returned sample. The sample was cleaned for further evaluation. The haptics are intact. The optic is scratched or marked rejectable. We are unable to determine the root cause for the reported complaint scratch or mark on optic. The returned iol shows evidence of possible handling by the customer due to the presence of solution. In addition to this, all iols are 100percentage cosmetically inspected as per approved manufacturing procedures and the observed lens damage or condition would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).